Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint for damage to a transfer set was confirmed during the sample evaluation; however, no root cause could be determined. Functionally, the set was hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no tubing leak noted. The set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. A batch review cannot be done because the lot number was not available.

Event description:
A doctor contacted baxter (B)(4) regarding damage to a transfer set. The doctor stated a broken the spike of transfer set was found during connection by the clean flash. The product was in use for 180 days. There was patient involvement. There was no patient injury or medical intervention was reported.